Event description:
A report was received that the patient was experiencing discomfort at the generator site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had not been using the stimulator for a long time because of discomfort and was also experiencing discomfort at the generator site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Event date: (B)(6) 2013.